Event description:
A pt service rep (psr) contacted zoll customer support while assisting a (B)(6) male pt to report an unrelated charger/modem issue. During servicing, the charger/modem was resetting. The pt was provided with a replacement charger/modem.

Manufacturer narrative:
Device eval of charger/modem sn (B)(4) has been completed. As received, the charge/modem was resetting. The cause for the resets is a defective complex programmable logic device (cpld) 512 macrocell component u1003 on the computer/analog (ca) board. The root cause of the defective component cannot be positively identified. No adverse event resulted from the defective cpld. The pt received a replacement charger/modem.